Manufacturer narrative:
The investigation determined that false positive anti-hbs results were obtained from a single patient sample processed on a vitros 5600 integrated system, when compared to negative results from two non-vitros systems. There is no evidence to suggest that vitros anti-hbs reagent or 5600 system was not operating as intended at the time the event occurred. The assignable cause of the event is unknown; however, the possibility that an unknown sample interferent had contributed to the results could not be ruled out.

Event description:
The customer observed unexpected false positive vitros anti-hbs results on a single patient sample processed on a vitros 5600 integrated system, when compared to negative results from two non-vitros systems. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The unexpected anti-hbs results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).